Event description:
It was reported that prior to using the bd ultra-fine¿ mini pen needles 5mm x 31g (100 count), foreign matter was found in pen. The following information was provided by the initial reporter: consumer reported seeing "liquid white substance" inside pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using the bd ultra-fine¿ mini pen needles 5mm x 31g (100 count), foreign matter was found in pen. The following information was provided by the initial reporter: consumer reported seeing "liquid white substance" inside pen.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.